Manufacturer narrative:
Concomitant medical products: product ID: 3889, lot# unknown, implanted: (B)(6) 2018, product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown, ubd: , UDI#: if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient with an external neurostimulator (ens) for urge incontinence. It was reported the patient had an appointment on (B)(6) for her wires to be checked. The patient stated the wires were ¿messed up¿. The patient also mentioned she had some bleeding that she would address with the healthcare professional (hcp) at the appointment. It was noted the patient began the trial on (B)(6). Additional information from the patient on (B)(6) reported the patient was having connection issues on (B)(6) while sleeping. The patient noted she woke up 8 times to void and had to reconnect the controller. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.